Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for three patient samples tested for multiple assays on a cobas integra 400 plus (i400+) on (B)(6) 2018. Of the three samples, one had an erroneous result for bilt3 bilirubin total gen.3 (tbil). The erroneous result was not reported outside of the laboratory. The sample initially resulted with a tbil value of 13.0 mg/dl. The sample was repeated, resulting as 27.5 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The tbil reagent lot number was 24826101. The reagent expiration date was asked for, but not provided. When checking probes, the customer saw a square silver plate at the back of the instrument that was spattered with blood. The customer wiped off the blood and said the plate appeared to be rusty. There was also a black greasy substance on top of the ise rack. The field service engineer determined that there was a fluidics failure of the analyzer. He replaced a cracked transfer head distributor, valves, liquid level detection cables, and sample probes. The customer ran controls and these were within the customer's expected ranges. Investigations determined the root cause to be a cracked transfer head distributor.